Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient sometimes perceives auditory sensation, but on other times he does not hear anything but loud noise. It is planned to perform a CT scan.